Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asbvs0178 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asbvs0178) have been reported from the same complainant.

Event description:
The patient's mother reported that when she opened the miniloc to access her son's port the plastic needle covering was missing and she stabbed herself through her glove. She stated that she had to redo the sterile field and open another needle which was also missing the covering but she was able to place it. This report addresses the second device.